Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of approximately 13.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and mitral regurgitation.

Event description:
Customer reportedly received results of 549 mg/dl and 224 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.